Event description:
It was reported the rear case was broken. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release, heart block, lead flex cover, three case screws, and battery flex are contaminated. Upper and lower cases and one side bail cover are broken.